Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 9 months.  Abbott decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that persistent low flow alarms were observed. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events. Chest CT showed outflow graft thrombosis. The patient brought to the operating room due to the low flows and found an outflow graft (ofg) twist. The surgeon also found large clots in outflow below the ascending aorta. The ofg was replaced and patient had good flows and went to recovery. It was reported that the patient did not have significant weight change. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. Evaluation of the submitted log files confirmed the reported low flow hazard alarms; however, a direct correlation between this finding and device could not be conclusively established through this evaluation. Evaluation of photographs submitted by the account confirmed the report of a twist in the outflow graft as well as thrombus in the outflow graft that could have contributed to the low flow events; however, a specific cause for these events could not be conclusively determined. The submitted system controller event log file was unremarkable until 22oct2018 at 09:17 when the system controller fault flag for low flow was triggered followed by a low flow alarm which continued until the end of the log file. Additionally, the calculated average flow appeared to trend downward over time. This decrease in flow appeared to occur gradually over time. The pump appeared to function as intended. The second submitted system controller event log file captured a low flow alarm which was triggered from the beginning of the log file until 13:09 when there was a driveline disconnect followed by a pump stop. This data appeared to be consistent with the center¿s account of a system controller exchange. The remainder of the log file consisted of low flow and low speed advisory alarms. The calculated average flow ranged from 0 to 1 lpm throughout the log file. The pump appeared to function as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Abbott decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the surgeon reported that the new outflow graft was surgically inserted without removing the old one. For that reason, the original outflow graft would not be returned for evaluation.

Manufacturer narrative:
Author information: vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. Their outflow graft was replaced on (B)(6)2018; however, it was reported that the new outflow graft was inserted without removing the old one. Therefore, no product was available for investigation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. Possible pump thrombosis is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is listed in the patient care and management section as a potential late postimplant complication that may be associated with the use of the hm3 lvas. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the research article ¿surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3¿ (hm3) retrospectively reviewed 298 hm3 left ventricular assist device (lvad) patients and identified eight (2.7%) that were implanted between (B)(6) 2014 and (B)(6) 2022 who required corrective surgery. Patient 2 was implanted at age 43.8 years for destination therapy and presented with low flow alarms 9 months following implant. A computerized tomography angiography (cta) identified 60-70% stenosis near the bend relief. Pre-intervention hm3 parameters were reported. The speed was 5800 revolutions per minute (rpm), flow was 0.7 l/min, pulsatility index (pi) was 1.9, and power was 3.6 watts. Post-intervention parameters were reported. The speed was 6000 rpm, flow was 5.1 l/min, pi was 3.6 and power was 5 watts. The duration of follow-up was 5.6 post hm3 and 4.9 years post intervention. The patient's last known status was reported as alive and on the device.